Manufacturer narrative:
The insulin pump was received with intermittent up and down arrow button response due to corroded keypad traces. Cleaned keypad traces and continued testing; no button error alarm or unexpected numbers scrolling during testing. The operating currents are within specifications and passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Unable to download the insulin pump to carelink pro properly, carelink errored the device returned invalid entries; all data read will be discarded during the download. The insulin pump had scratched case, scratched keypad overlay, cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for low blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer's most current level was 170 mg/dl. The customer treated with food. The customer states the pump had scratched and damaged act button. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.